Manufacturer narrative:
(B)(4).

Event description:
It was reported that decreased hv lead impedance and varying r-wave amplitude were observed during a check. No action was taken, and the patient will continue to be monitored.